Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 109 to 119 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Currently taking insulin to manage diabetes. Verified storage of product is within instructed specification since they are kept in living room. Test strip lot manufacturer's expiration date is 08/25/2016 and open vial date is month of (B)(6) 2014; test strips are expired. Recall test results performed fasting from meter memory (date/time not set): 217mg/dl, "(B)(6) 2099", 05:42pm; 173mg/dl, "(B)(6) 2099", 05:36pm; 193mg/dl, "(B)(6) 2099", 05:34pm; 144mg/dl, "(B)(6) 2099", 12:00pm; 126mg/dl, "(B)(6) 2099", 07:23pm. Adverse event not reported.